Event description:
Hosp reported that during a case, the "bio-cal's" "add water" alarm displayed. The "bio-cal" was removed from the circuit and replaced with a second unit. The pt was not affected by the incident.